Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The quantum maverick device inflated and held pressure for 5 minutes without leaking. Product analysis did not confirm the reported burst event. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 28x3mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 28 x 3 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0 mm x 15 mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.